Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2021. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. Due to hospital policy, no further information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown. Autopsy was not performed, the pump was not be explanted and was not returned for evaluation. Outcome relation to device or therapy was not provided by the customer.